Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that the aneurx stent graft has migrated 8 mm distally with a proximal type I endoleak present. The aneurysm is stable at 4.6 cm in diameter. Per the physician, the causes of the events were related to the patient's anatomy; aortic disease progression with dilatation to 38mm in diameter. No clinical sequelae were reported and the patient will be monitored by the physician.